Event description:
Per the clinic, the patient experienced headaches and limited auditory benefit from the device, leading to device non-use. The issue could not be resolved. The device was explanted (B)(6) 2012. There are no plans to reimplant the patient with a new device as of the date of this report, (B)(4) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).